Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were connectivity issues with an implantable neurostimulator using the clinician application. The caller attempted power cycling the communicator and using a second tablet, but these steps did not resolve the issue. The patient's handset/therapy application was able to connect to the device. Approximately three months prior, the implantable neurostimulator had moved down significantly, coinciding with new pain in the lower back at the device site. It was noted that the device might be tilted in the pocket. The patient, who has knee replacements, does not have other active implanted devices. Further attempts to connect using a third clinician programmer and a second location in the healthcare facility also failed, with the same message indicating no device found. A reset command was sent to the device, but the issue persisted. No patient complications have been reported as a result of this event.

Event description:
Additional information was received, it was reported the cause of the event was unknown. It was noted that for the communicator issue, the manufacturer representative (rep) attempted power cycling the communicator and using a second tablet, but the issue was not resolved. The patient's handset/therapy application was able to connect to the device. Further attempts to connect using a third clinician programmer and a second location in the healthcare facility also failed, with the same message indicating no device found. A reset command was sent to the device, but the issue persisted. Technical services stated the rep had exhausted all options to attempt and connect to the patient's ins and would need to get engineering involved. The rep stated that for the ins movement issue, they would likely require explant or revision of ins pocket but no plans had been set for that yet. Neither issue was resolved. Additional information was received, the reason for call was patient reported that about 3 months ago, sometime this year, their implanted neurostimulators battery slipped way down in their back towards their butt and they were having pain. Patient stated they went to healthcare provider and they sent a representative over to try to resolve the issue, but none of the reps machines would work on their battery so they were in pain and needed help. Patient also mentioned that there was a stinging or burning feeling around the implant site. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that an engineer met with the patient on (B)(6) 2025. The tel-m application was able to successfully connect to the ins via the communicator. The patient's ins was able to be reset using the tel-m ins reset command. After the reset, the applications were able to successfully communicate with the patient's ins, and the patient's stimulation settings were confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.